Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the pump emitted a loud screeching noise every two minutes. The issue would reportedly clear after a reboot but would recur a few hours later. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the black box and alarm history showed multiple consecutive call service (B)(4) alarms. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the pcb or the cgm module. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.